Manufacturer narrative:
Additional information: concomitant medical products and device evaluated by MFR.plant investigation: although it was stated that the dialyzer was available to be returned, to date the sample has not been returned to the manufacturer for physical evaluation. The reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility clinical manager reported that a dialyzer blood leak occurred immediately after the initiation of the patient¿s hemodialysis (hd) treatment. The blood leak was noted as being an internal blood leak. The machine, a fresenius 2008t machine, alarmed appropriately with a blood leak alarm. Blood leak test strips were not used as the leak was visually observed. The patient¿s estimated blood loss (ebl) was approximately 150 ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The patient was restarted on a new machine and treatment completed successfully with new supplies. The complaint device was reported to be available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
Plant investigation: the complaint device was returned to the manufacturer for physical evaluation. During the gross visual examination of the sample, a fiber fragment was observed on the outside of the fiber bundle when viewed from the bell-housing of the dialyzer on the cavity ID end. No other damage or irregularities were noted on the returned sample. The returned sample was subjected to a laboratory bubble point test. An internal leak was detected as a steady flow of bubbles were observed to emanate from the cavity ID end potting cut surface at approximately 210 degrees with the dialysate ports at 0 degrees. The dialyzer was then subjected to destructive disassembly for further visual examination. Upon extraction of the fiber bundle, the potted fiber fragment that was identified during the gross visual examination was located at approximately 210° with the dialysate ports situated at 0° on the cavity ID end. The fiber measured approximately 8.9mm in length. The opposing end of the fiber could not be isolated. Further examination of the fiber bundle did not identify any other damage or irregularities. The inferior surface of both polyurethane potting ends were examined for voids; no voids were noted. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. The investigation into the cause of the complaint was able to confirm the reported event.